Event description:
An aus device was implanted on 08/30/91. The cuff was revised on 10/13/93. The balloon was removed fromthe patient and replaced on 04/16/97, reason not indicated. Ams has requested additional information.